Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. It was stated that the events leading to his admission was nausea, vomiting, excessive thirst, sweating, and abdominal pain. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer had bent cannulas on several occasions. It was stated that the social worker recommended having the insulin pump replaced. No further info was provided.